Event description:
A surgeon reported following a glaucoma filtration device implant procedure the device was obstructed. A trabeculectomy was required. Additional information was requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).